Event description:
It was reported that the patient received a shock due to t wave oversensing on the right ventricular lead. It was also reported that r waves have been chronically low. Intermittent oversensing was occurring real time. Reprogramming to tip-coil resolved the t wave oversensing, and r waves were also improved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.